Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Event description:
It was reported that faulty needles were found during use with bd ultra-fine¿ pen needle. The following information was provided by the initial reporter, "I use the bd nano pen needles for insulin injections. The last few boxes I have gotten have had at least 6 faulty needles per box. Yesterday I had two fail in a row. They do not allow insulin to flow through. This is really scary even though I carry a handful with me at all times...to have two fail in a row seems excessive. Thankfully I had a few more with me. Is this common? Would appreciate a response." This is (B)(4) of (B)(4) complaints. This report captures the 6 faulty needles that occurred at unknown dates and times.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that faulty needles were found during use with bd ultra-fine¿ pen needle. The following information was provided by the initial reporter, "I use the bd nano pen needles for insulin injections. The last few boxes I have gotten have had at least 6 faulty needles per box. Yesterday I had two fail in a row. They do not allow insulin to flow through. This is really scary even though I carry a handful with me at all times...to have two fail in a row seems excessive. Thankfully I had a few more with me. Is this common? Would appreciate a response." This is 1 of 2 complaints. This report captures the 6 faulty needles that occurred at unknown dates and times.